Event description:
The handpiece overheated and burned the inside cheek by the corner of the mouth. A few days later, the burn became worse and the patient was referred to an oral surgeon.

Manufacturer narrative:
Maintenance info was reviewed with the office and maintenance sheets were sent. Instructions for use were reviewed with the office. Bearings were worn and gritty in drive assembly and shaft. Debris level was medium.